Manufacturer narrative:
Siemens filed the initial MDR 1219913-2024-00449 on 24-oct-2024. Additional information 10-apr-2025 siemens evaluated this issue and provided the following conclusion: the original problem is reported as disagreement between allergy testing results obtained using the immulite 2000 3gallergy specific ige assay and an alternate method. Reagent issues were ruled out based on quality control which was within acceptable ranges on the dates of testing, no issues were reported with other patient samples, and review of the main data showed no abnormal findings. No instrument or site-specific issues were identified. Immulite 2000 3gallergy specific ige and the alternate method use different technologies and therefore results from the two may not numerically agree. It is therefore difficult to directly compare the results obtained using the immulite method to those obtained using an alternate method. Based on the information above, a product issue was not identified. Immulite 2000 3gallergy specific ige lot 137 is performing as intended. No further evaluation is required. In section h6, the investigation findings and investigation conclusion codes were updated.

Manufacturer narrative:
An outside the united states (ous) customer contacted a siemens remote support center regarding an erroneously depressed 3gallergy specific ige result using kit lot 137 on an immulite 2000 xpi when compared to another method. Quality controls were within acceptable ranges on the date of testing. The limitations section of the immulite 2000 3gallergy specific ige universal kit instructions for use (IFU) states: "a definitive clinical diagnosis should not be made solely on the basis of an in vitro allergen-specific ige result. Diagnosis should be made by the physician only after all clinical and laboratory findings have been evaluated." Siemens is investigating. Note: 3gallergy specific ige is marketed in the united states under siemens material number 10708840. The 510(k) number documented in section g4 is for the us product.

Event description:
The customer reported an erroneous depressed result for one sample when using 3 gallery specific ige lot 137 on an immulite 2000 xpi instrument. It is unknown if the initial sample was reported to the physician(s). The sample was repeated on an alternate, non-siemens, instrument and the results from the alternate instrument were reported to the physician(s) as the correct results. There are no known reports of patient intervention or adverse health consequences due to the erroneous 3gallergy specific ige results.